Event description:
Customer reported her insulin pump is alarming no delivery during the manual prime. Customer's blood glucose was 97 mg/dl. The connection was verified. Customer stated she dropped the reservoir and the o rings came out of the bottom of the reservoir. She stated she may have overfilled the reservoir. Replacement supplies were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).